Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the posterior communicating artery aneurysm treatment, the physician encountered difficulty in positioning the subject flow diverter inside the patient anatomy. While deploying the subject flow diverter inside the patient anatomy, it was partially deployed and moved away from the lesion where it was deployed. The physician re-sheathed the subject flow diverter and removed it from the patient's anatomy. The patient's vessel tortuosity was reported to be tortuous . The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, the stent delivery system was repositioned twice, no resistance was encountered during navigation of the flow diverter to the target lesion or during deployment, the stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire, and the size of the stent/flow diverter was appropriate for the treatment site. Other devices used in the procedure in conjunction with the subject flow diverter included an excelsior xt-27 microcatheter, phenom plus intermediate catheter , and infinity long sheath. In the case of this complaint, it is probable that tortuous anatomy contributed to the reported issues. An assignable cause of procedural factors will be assigned to this complaint since the issues are associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the posterior communicating artery aneurysm treatment, the physician encountered difficulty in positioning the subject flow diverter inside the patient anatomy. While deploying the subject flow diverter inside the patient anatomy, it was partially deployed and moved away from the lesion where it was deployed. The physician re-sheathed the subject flow diverter and removed it from the patient's anatomy. The patient's vessel tortuosity was reported to be tortuous . The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.